Event description:
Additional information received reported that the patient hadn't had therapeutic effect at night since the revision surgery in (B)(6) 2012. The reporter stated that there was a decrease in therapeutic benefit during nighttime. The next day it was reported that with the previous device the patient felt stimulation at about 1.6 volts, but now she didn't feel it until 2.2-2.4 volts and was questioning what had changed. The reporter stated that they had been adjusting it, but there were no improvements. It was noted that the patient wanted to speak to a manufacturer representative. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient's therapy worked good during the day, but had to get up four to five times during the night. The patient was also having difficulty communicating with the patient programmer and device.

Event description:
It was reported that the patient was having "some" accidents and wanted to adjust her program. The programmer gave the patient the no communication or "call your clinician" screen with a power on reset (por) code. Cautery may have caused the por. The patient was leaking and stated the previous implant worked "great;" the patient never had to adjust anything for four years. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot # v216871, implanted: (B)(6 ) 2009, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).